Event description:
It was reported there was an alleged over infusion of methotrexate (975mg/289ml) on a pediatric patient on (B)(6) 2026. The rate allegedly changed from 12.3ml/hr to 111.87 ml/hr. The infusion should have lasted twenty-four (24) hours however finished in "half the time" there was unspecified harm to the patient. It was further reported the device again over infused lactated ringers on (B)(6) 2026. Additional information was received through due diligence follow up attempts on 23apr2026. The intended volume to be infused (vtbi) was 289 ml. It was reported the patient required their leucovorin administered twenty-four (24) hours early as a result of sever mucositis following the over infusion. The patient was a five (5) month old admitted for acute lymphocytic leukemia (all). Additional information was provided during site visit by manufacturer representative on 28apr2026. It was reported there was one methotrexate over infusion on (B)(6) 2026 and two over infusion of lactated ringers on (B)(6) 2026. All on the same device. It was reported the clinician attempted to scan the infusion using epic interoperability but received an error. As a result, the nurse manually programmed the infusion. What they think happened is that 23.5 hours was entered for the duration but should have entered a duration of 2330 hours. On site representative performed a preliminary review of the event logs. After programming drug amount of 975mg, diluent volume of 289ml, and bsa of .33, a soft max limit alert was displayed, and the clinician overrode the guardrail alert. The clinician programmed the duration to 23.5 (received an illegal key press audible tone when selecting the decimal point) and started the infusion. The pump displayed a rate of 112 ml/hour. The entry should have been entered as 23 hours and 30 minutes. Following the event the following was assessed or provided to the patient: renal function was checked, liver function was elevated but then decreased, hydration was provided, patient had mucositis. Patient is still in the hospital at time of this note. Started on leucovorin infusion post reported event. On (B)(6) 2026, on the same device and patient the clinician was attempting to program a lactated ringers infusion to infuse at 66ml/hr. It was alleged the pump began to alarm and the rate changed to 200ml/hr. Per customer it appears the device was programmed incorrectly. On site representative performed a preliminary review of the event logs. On (B)(6) 2026, a rate of 66ml/hr with a volume to be infused of 132 ml was started at 7:14 pm. At 9:18 pm the volume to be infused was changed to 200ml. At 11:18 pm the rate was changed to 200ml/hr with a volume to be infused of the remaining 68. 349ml. At 11:35 pm the rate was changed to 66ml/hr and the volume to be infused to 200ml. Devices were inspected on site and no physical damage was noted.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.